Event description:
This report is based on information provided by philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the red x on the display and the message "device disabled, unable to provide treatment". Given the reported clinical scenario, the reported device event will be considered a serious injury because live-saving therapy/treatment has been interrupted and or delayed and may have led to a deterioration in the state of the health of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : multiple attempts were made to request information regarding resolution of the reported problem and the patient status. No response was received, so no information is available.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the rfu flashes a red x and displays the message 'device disabled, unable to provide treatment', and then the self-check cannot pass. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.